Event description:
Chipped tooth [tooth fracture] brushhead flew off [device physical property issue]. Brushhead fell apart and is in two pieces [device breakage]. Case description: a consumer reported that they, a female age (B)(6) years, used an oral-b brushhead, version unk toothbrush head refill on an oral-b professional care smart series (B)(4) with smart guide electric toothbrush type 3762 3 times a day for 2 minutes beginning on (B)(6) 2014 and reported the following: brushead fell apart, flew off while brushing her teeth and chipped a tooth. No treatment was reported. The case outcome was not recovered/not resolved. No further info was provided. Product investigation pending receipt of brush head from consumer.

Manufacturer narrative:
Product not provided by the consumer; therefore, unable to proceed with product investigation. Requested product return as consumer has the product remaining.